Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 36 and 48 hours on the leg. The patient noted the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by delivering bolus corrections.